Manufacturer narrative:
As of (B)(6) 2020, the establishment registration and listing for this device was updated to omnicell, inc. From aesynt, inc, which was not reflected in the original report submission. Therefore, this report is a correction to the manufacturer listed in sections d3 and g1.

Event description:
On (B)(6) 2020 a spill involving the chemotherapy drug preparation gemcitabine occurred inside the i.v. Station onco device. The spill was identified and subsequently cleaned by the user. The spill resulted from a rupture of the bag port. Needle guidance pincers were replaced and modifications were made to the bag injection point to prevent recurrence of the issue. There is no adverse patient effect related to this drug spill within the device.